Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately six months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.